Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of (B)(4) (manufacturer). Exemption number: e2014018. Manufacturing evaluation is on going.

Event description:
Country of complaint: USA. During an anterior cervical disectomy procedure, the tip of the device broke off. Surgery was not prolonged. The incident was reported to aesculap on 06/16/2016. No patient injury. Surgery was completed as expected. Additional intervention was not needed as the item was suctioned from the surgical site. No additional patient information received.

Event description:
Information was clarified and confirmed by a registered nurse and clinical risk specialist at the hospital: there was no patient harm or delay. The item/tip was suctioned out of the surgical site. The surgery was completed as expected. The initial report had been submitted by the user facility to the FDA under medwatch form 3500a, 0500770000-2016-8030. The product was not returned and the tip had been discarded.

Manufacturer narrative:
A retrospective review of potential serious injury complaints was performed. This MDR was identified and filed as part of the review activities. B1 and b2: adverse event and required intervention b5: clarification no pictures were provided of the device. Batch history review - the product does not require batch management; a review of the device quality and manufacturing history records is not possible.

Manufacturer narrative:
Investigation: no product at hand. Conclusion and root cause: no product is available and therefore no analysis is possible. No CAPA is necessary.